Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported powerglide pro catheter 'kinked' in the patient, and were left unable to be flushed or provide meds. After removal, the catheter was able to be flushed, but of course, that was unable to be done inside the patient. It was stated the kink was close to the base of the catheter. The kink occurred after 8 hours of being placed.

Event description:
It was reported powerglide pro catheter 'kinked' in the patient, and were left unable to be flushed or provide meds. After removal, the catheter was able to be flushed, but of course, that was unable to be done inside the patient. It was stated the kink was close to the base of the catheter. The kink occurred after 8 hours of being placed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked midline catheter was confirmed. The product returned for evaluation was one 20ga x 10cm powerglide pro midline catheter. Usage residues were observed throughout the sample. Curved shape memory was observed along the length of the catheter. Permanent kink impressions were observed approximately 7cm from the molded joint and near the distal tip of the catheter. The catheter kinked preferentially at the kink impression sites during manual manipulation. Microscopic inspection of the catheter confirmed kink impressions near the molded joint and distal tip. The distal kinked region comprised multiple creases and buckling of the catheter wall. Inspection of the catheter tip revealed deformation and discoloration. The presence of multiple kinks was confirmed. The buckling and deformation at the catheter tip suggested that advancement against resistance likely caused or contributed to the kinking. The blood residue observed on and in the sample suggested that advancement occurred during device placement. Such resistance can occur if insertion is attempted into tissue. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported powerglide pro catheter 'kinked' in the patient, and were left unable to be flushed or provide meds. After removal, the catheter was able to be flushed, but of course, that was unable to be done inside the patient. It was stated the kink was close to the base of the catheter. The kink occurred after 8 hours of being placed. Add info rcvd 06/23/2022: what type of catheter securement was utilized?: likely stat-lock, but unknown. Date of occurrence: (B)(6) 2022. Placement date: 4/30/2022 ¿ 5/1/2022 was placed the evening between most likely, since it was removed the morning of 5/1. Explant date: same as occurrence?

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.